Event description:
Boston scientific received information that the estimated remaining longevity for this pacemaker was one year. Three months later, the estimated remaining longevity was less than six months. During these three months, no programming changes were made. The field representative requested an estimate for the remaining time to elective replacement time (ert). Boston scientific technical services (ts) informed the field representative that they cannot guarantee an accurate longevity estimate and advised to see the patient in six weeks. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.